Manufacturer narrative:
The hospital denied repair. The resolution is unknown.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an alarm that results in a loss of mechanical ventilation. There was no report of patient involvement.